Event description:
It was reported that the pump touch screen was delaying responses to touches. The customer's blood glucose level was 583 mg/dl. The customer required assistance and was given a manual injection and "hydration" by a nurse. Tandem technical support educated the customer that the pump priorities tasks and completes high priority tasks first and that the pump was functioning as intended.